Event description:
The customer reported to olympus during preparation for a cholecystectomy, the high flow insufflation unit could not be turned on without power. The procedure was completed with another similar device and there was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a short circuit of the converter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the reported event of ¿device cannot be turned on" was due to a faulty converter. The cause of the faulty converter could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.